Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.5/+1.0/020 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. The surgeon notes excessive vaulting. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated information: on (B)(6) 2019 the lens was exchanged with a shorter lens. The problem was resolved. Patient code updated to 3191, no code available (secondary surgery, lens exchange). (B)(4).